Event description:
A wilson-cook tracer hybrid wire guide was used to cannulate the biliary duct. The wire guide was left in place while a sphincterotomy was performed with a wilson-cook cannulatome ii sphincterotome. When removal of the wire guide was initiated, the physician noticed the tip of the wire guide had detached in the patient's bile duct.

Event description:
To perform an ercp, the physician placed a wilson-cook hybrid guide wire into the ampulla. After one exchange, the physician felt tha the wire was not operating smoothly. The wire was replaced by another wilson-cook hybrid guide wire. Thirty minutes after the second wire was in placed, a small piece of the coating from the first guide wire was protruding from the ampulla. The piece of coating was retrieved with a snare. The pt did not require any additionial procedures due to this incident, and was reported to be in good condition.